Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported reservoirs leaking: customer unsure of where the reservoir is leaking from but that the reservoir compartment is damp. Customer is unable to return reservoirs for analysis.